Event description:
On 1st february 2024, rayner received notification from its affiliate company in italy of an event that occurred during use of a rayone emv rao200e. The event description provided states "during injection a loop got stuck and the lens was removed.".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "during injection a loop got stuck and the lens was removed". The lens was explanted and exchanged within the original surgery session. No patient harm/injury is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 053215054 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 053215054. There is insufficient evidence and information available in this case to establish root cause.